Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during fill one of peritoneal dialysis therapy. It was determined that the patient's largest prescribed fill volume was 2700ml. The patient stated that they only drained about 292ml in initial drain and the device advanced to fill one. The initial drain alarm was set to "off". The technical service representative assisted with performing a manual drain and the patient's drain volume was 4543ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacturing date is feb 2013. As the device was not returned, a device analysis could not be completed. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.